Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). The lot # 25154798 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory on 06apr2021. An investigation was conducted on 10may2021. Signs of clinical use and evidence of blood was observed on the jaws. The heater wire was observed to be intact, no visual defects were observed. The clear silicone insulation was observed to be intact. No visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The hemopro power supply immediately started, making an audible beeping sound. The device did not pass the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. An engineering evaluation was conducted that identified the root cause of the electrical issue. The hemopro power supply immediately started, making an audible beeping sound. The jaws did not heat up and the power supply continued making an audible beeping sound. Handle was opened and was inspected. The white insulated wire that runs from the poly-fuse to the heating element in the jaws of the tool was positioned underneath the normally open (n.o.) Terminal of the switch. It was observed that the sharp ends of the wires welded to the n.o. Terminal were penetrated the white silicone insulation had made contact with the metal wire underneath the insulation, which resulted in electrical short. A training was conducted for the assemblers to be how to avoid shorting the device. Based on the results of the evaluation, the complaint for the reported failure "electrical issue" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2 stopped activating and cutting branches. A replacement device was used to complete the procedure. The hospital did not report any patient effects

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2 stopped activating and cutting branches. A replacement device was used to complete the procedure. The hospital did not report any patient effects.